Event description:
It was reported that while the lead was being electively removed for radiation treatment, the laser sheath tore the svc wall. The patient's blood pressure dropped and surgery was needed to repair the tear. The patient is still in the ICU.

Manufacturer narrative:
No medwatch form was received the damage found was sustained during the surgical procedure.